Event description:
A customer reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through resetting the pump, and after the reset, the cgm error code did not display again. The customer successfully started their sensor session.